Manufacturer narrative:
The provided calibration, qc, alarm, and pre-analytical data did not show any issues. The investigation did not identify a product problem. The exact cause of the event could not be determined.

Event description:
There was an allegation of questionable results for one patient sample with the k electrode on a cobas pure c 303 analytical unit. The initial result was 7.5mmol/l. The repeat results were 4.94 mmol/l and 4.85 mmol/l, respectively. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot and expiration date were requested but not provided. The field service engineer (fse) performed two site visits. During the initial visit, the fse used the ise cleaning kit, cleaned the drain, and dilution cup, and confirmed the reactive priming and electrode controls were okay. During the second visit, the fse installed the ise kit modification kit, replaced the vacuum nozzle, and validated the technical and analytical t1, t3, and a1. Investigation is ongoing.